Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they put battery into the new insulin pump and it did not turn on. The customer blood glucose level was unknown. The customer also reported that they previously hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. Troubleshooting was not performed for blank display. The device will not be returned for analysis.